Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs assay on a cobas 8000 e 801 module. The sample initially resulted with a troponin t value of 17.5 ng/l and this value was reported outside of the laboratory to the doctor and patient. A second sample was collected from the patient and this resulted with a troponin t value of 3.00 ng/l. The original sample was then repeated on a second e 801 analyzer, resulting with a troponin t value of 3.3 ng/l. The original sample was also repeated on the complained e 801 analyzer, resulting with a troponin t value of 4.24 ng/l. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 34585001, with an expiration date of 31-dec-2019.

Manufacturer narrative:
The investigation determined that the calibration and qc performed as expected. The sample centrifugation speed was too high and the sample centrifugation time was shorter than recommended per the tube manufacturer¿s specification. Due to the deviation from manufacturer recommendations, a pre-analytical issue could not be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.